Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Provided x-ray images have been reviewed. As stated by the article the patients, as depicted in two of the images, had hip fracture repair using unknown screw products prior having had total hip arthroplasty. In the images depicting the depuy stem and femoral head, nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "salvage of failed femoral neck fracture fixation with conversion total hip arthroplasty using the direct anterior approach". Literature article entitled ""salvage of failed femoral neck fracture fixation with conversion total hip arthroplasty using the direct anterior approach"" written by andrew yun, marilena qutami, and kory b. Dylan pasko. Published by hip and pelvis published online/accepted by publisher 13 jul 2020 was reviewed. The article's purpose was to review medical records for 42 patients with a prior history of fnf fixation who underwent conversion tha with hardware removal between 2009 and 2019. Specific patient identifiers were not given within the article. All patients reviewed were implanted with a depuy corail femoral stem and assumed depuy femoral head and competitor products on the acetabular side. Radiographic images can be found on pages 2, 3, 5, and 6 of the literature article. Depuy products with known adverse event(s): corail femoral stem x 2, unknown femoral head x 2. Adverse events: 3 cases of intra-op blood loss with transfusion. 1 case of foot drop with immediate post-op return to or for evacuation of hematoma and attempt to correct foot drop. 1 case of rehospitalization due to small bowel obstruction treated with bowel rest and nasogastric tube. 1 case of rehospitalization due to renal insufficiency treated with unspecified treatment at an outside hospital. 1 post-op death of unclear etiology one month after primary surgery.